Event description:
In 2008, the patient reported that the case of his infusion device is cracked around the battery compartment. He stated that this is his backup infusion device and he does not recall how or when the damage occurred. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.